Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm aortic pericardial valve that required valve in valve intervention due to stenosis after an implant duration of 10 years, 11 months. The patient was implanted with a 23mm transcatheter valve within the existing valve. The patient was noted in stable condition.